Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device safety switch was stuck, creating the potential for unintended activation if the device is stuck in a position other than "safe." No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of a stuck safety bar was duplicated. A service technician evaluated the device and found that the safety bar was stuck due to corrosion by the trigger area and drivetrain. The device was repaired and returned to the customer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device safety switch was stuck, creating the potential for unintended activation if the device is stuck in a position other than "safe." No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.